Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery measured 19 mm and the proximal aortic neck measured 3 cm in length. The proximal neck had 5 degrees of angulation. There was minor vessel tortuosity and minor vessel calcification. It was reported that during the index procedure the device was deployed below the level of the lowest renal artery based on the marker angiogram. However, an additional angiogram revealed that the graft appeared to cover a small portion of the left renal artery. The physician elected to implant a stent in the left renal artery in order to ensure flow was not disrupted. The event was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.